Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of a gap on the distal end adhesion area was confirmed. In addition, the bending section cover was leaking. The light guide rod lens was chipped. The lens glue was chipped. The charge coupled device cover lens glue was chipped. The bending section cover glue separated. The bending tube was deformed. The connecting tube was wrinkled. The connecting tube was scratched. Air /water nut painting peeled off. The suction cylinder nut painting peeled off. The universal cord was scratched. The forceps raiser wire was broken. The bending angle was insufficient due to the elongation of the angle wire. The play of the angle knob was out of the normal state due to the elongation of the angle wire. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus, there is a gap on the distal end adhesion area of a evis exera duodenovideoscope. There was no report of patient harm associated with this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the glue was peeled by physical stress such as hitting or dropping the distal end, chemical stress due to chemical solutions used, or the like. The event can be detected/prevented by handling the device in accordance with the following instructions for use: evis exera tjf type 160vr operation manual includes the detection way in chapter 3 preparation and inspection inspection of the forceps elevator mechanism. Olympus will continue to monitor field performance for this device.